Event description:
An angio-seal device was used to seal the arteriotomy site post percutaneous heart catheterization 3 weeks ago. The pt experienced swelling and tenderness at the puncture site. A walnut sized lump was present. The pt went to the cardiologist and an ultrasound revealed no pseudoaneurysm, however, enlarged lymph nodes were present in the groin area. The pt was referred back to the family physician, where anti-inflammatory medication was prescribed. The lump had reduced in size and the tenderness was getting better. The pt will see the family dr for a follow-up visit this week.